Event description:
It was reported that during a da vinci si partial nephrectomy procedure the monopolar curved scissors (mcs) instrument blades were noted to be dull. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint. Failure analysis placed the instrument on an in-house system for a latex cut test and the scissors cut cleanly through .006 latex. A small indentation was found on the blade edge at the tip. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. A small hairline crack found above the tube reinforcement ring. The location and type of main tube cracking identified in this report differs from main tube cracks capable of leaking electrosurgical energy. The location of these cracks on the instrument main tube in this report is limited to an area where the main tube of the instrument covers the extension insert, essentially providing double insulation of the tube, with additional silicone seal adhesive bonding. There is no parting of material in these cases and there is no propagation or growth of the cracks. The cracks appear to be a result of leverage force caused by exposing the instrument tip to excessive side load force or mishandling (for example instrument drops). There are no reported cases of energy leakage from cracks in this area. Failure analysis also found that the tube extension exhibited a small area with orange coating removed near the main tube. The evidence was inconclusive, but the pad printing removed was likely due to improper cleaning. Failure analysis also found that the distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the main tube. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event, in a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the main tube was damaged and pad printing was removed, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.